Manufacturer narrative:
Laser controller printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned laser controller pcb was installed into a calibrated embedded laser for functional testing. The laser was able to boot-up with no system message (sm) displayed. The system was then left on for 12 hours over which time sm displayed 12 times. The root cause of the reported event can therefore be attributed to a nonconforming laser controller printed circuit board (pcb). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a laser system was restarting on its own during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system laser module is restarting on its own. Further information indicates the reported event occurred during surgery with no patient harm. The procedure was completed using the same system. There were no cancellations as a result of the reported event. The company service representative examined the system and was able to replicate the reported event. The company service representative found the laser would restart with system message (sm) - (communications failure with the laser submodule. Laser functions will be disabled). The company service representative noted the laser restarts about every half hour. The purepoint printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on june 30, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming purepoint printed circuit board (pcb). (B)(4).